Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2026, senseonics was made aware of a user's diabetic ketoacidosis (dka) event. The user was hospitalized after experiencing symptoms including dizziness, weakness, vomiting, and decreased ph. At hospital admission, blood glucose was reported above 400 mg/dl. Prior to hospitalization, sensor readings and capillary glucose values showed discrepancies, with rising glucose levels not fully reflected by the sensor. The healthcare team managed the condition during hospitalization, including monitoring fluctuating potassium levels. Following discharge, the patient decided to discontinue the current system, with sensor removal scheduled for (B)(6) 2026.